Event description:
The autoinjector for the ovation ix abdominal stent graft size 23mm did not fill the expansion rings necessary to get good seal which necessitated putting in a palmaz stent and converting to an aorta unibody graft and a femoral bypass. Expiration date on device is 05/04/2019.